Manufacturer narrative:
At this time product has not yet been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number has not been provided for the reader. A tripped trend review was conducted for the reported complaint and freestyle libre readers, no trends were identified that would indicate any product related issues. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the freestyle libre sensor. Customer experienced feeling sick and "extremely tired" and obtained a low sensor scan result followed by a high sensor scan result. Customer reportedly experienced a loss of consciousness and was seen at a hospital where a reading of 128 mg/dl was obtained on the hospital device. No treatment was provided. Readings of 45 mg/dl/ 179 mg/dl/ and 70 mg/dl were plotted and fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.